Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced for an unspecified reason after approximately nine months of implant. No additional adverse patienteff ects were reported.